Event description:
Boston scientific received information that during a routine device replacement, the right ventricular (rv) lead was unable to be removed from the header of this pacemaker. Troubleshooting was unsuccessful and the replacement procedure was aborted and was planned to be rescheduled for a date in the future with another manufacturer. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.